Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient noticed on (B)(6) 2025 that the site was irritated. The patient explained that there was a rash under the insertion site and decided to consult their hcp who prescribed antihistamine and a cream. The rash began to heal after that. Since symptoms like skin irritation is a known and anticipated adverse effect, this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient reported skin irritation under the sensor insertion site. The patient first noiced the symptoms on (B)(6) 2025. The patient consulted hcp who prescribed antihistamines and a cream.